Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening.

Event description:
The patient had right si joint arthrodesis where three implants were installed. The initial procedure date is not known. The patient later reported a recurrence of si joint pain. The surgeon determined that the implants may have been loose. In (B)(6) 2021, the surgeon performed a revision procedure where he removed all three implants using chisels. He then installed new hardware in each of the explant voids. The status of the patient following the revision procedure is not known.